Event description:
The pt was non-responsive and a home health nurse checked the blood glucose. A result of 95mg/dl was obtained on the device. Emts were called and they obtained a reading of 39mg/dl on their equipment. Pt was given a glucose IV. Level 1 control was out of range and level 2 was in range on the system. The device was replaced and requested to be returned for eval.